Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. Ten retained samples from the same reference and lot number (ref.300865, lot 2104071) were evaluated. A device history review was performed for reported lot 2104071, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The ten retained samples were visually inspected and none of them present visual defects that can lead to the defect experienced by customer. Plunger and stopper are correctly assembled in all of them. Functional test performed, no leakage observed. Once leak test past the stopper test was performed to the ten syringes, they were all disassembled and none of them presented any molding defect that could be related to the defect experienced by customer. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that bd syringe 50ml ll leaked. The following information was provided by the initial reporter: "leakage through the plunger of a product put in a bd plastipak 60ml syringe during an injection by electric syringe pump."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml ll leaked. The following information was provided by the initial reporter: "leakage through the plunger of a product put in a bd plastipak 60ml syringe during an injection by electric syringe pump."